Manufacturer narrative:
During the investigation, the logbook and the information provided by the customer and the dräger service technician on site were analyzed. It was reported that the evita xl with the product serial no. (B)(6), manufactured in june 2005, triggered an alarm during ventilation and a brief drop in the patient's spo2 occurred. A warm start and a code were detected in the device's logbook during the reported time. The exact root cause is not known. The information in the logbook could indicate that the power switch was not properly engaged or that the switch itself had a contact problem. During the subsequent device check according to the manufacturer's specifications, including a test run of the ventilation by the dräger service technician on site, no device malfunction was detected. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After successful completion of the boot sequence (duration approx. 8 seconds), ventilation is continued with the old parameters. An ¿mv low¿ alarm is triggered immediately after ventilation is restarted. During a warm start, the display is dimmed and the device emits an acoustic alarm with the mains failure horn. The device behaved as specified and reacted to the detected deviation with a corresponding alarm. The results of the investigation did not reveal any new risks that are not recorded in the product risk management file.

Event description:
Users report that the evita xl generated an alarm during ventilation in bipap mode. The device continued to ventilate unchanged and displayed the curves and values as expected. Nevertheless, the patient suffered a drop in saturation, so the machine was replaced. The quick reaction of the staff prevented the patient from being harmed, according to their statements. No serious injury, medical intervention/medication or long-term health consequences were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
Users report that the evita xl generated an alarm during ventilation in bipap mode. The device continued to ventilate unchanged and displayed the curves and values as expected. Nevertheless, the patient suffered a drop in saturation, so the machine was replaced. The quick reaction of the staff prevented the patient from being harmed, according to their statements. No serious injury, medical intervention/medication or long-term health consequences were reported.